Manufacturer narrative:
Investigation results: an investigation of this shaver blade was unable to be completed as the device was discarded at the facility. A review of product history found similar reported problems. There are no reports of injury related to this failure mode and this is known to fail safe as the inner blade remains contained within the outer blade during breakage. An investigation into the cause of this failure mode remains in process.